Event description:
It was reported by the customer that the plastic clear tip of the catheter broke off inside the patient. After the incident, the nurse had to apply pressure to push the catheter out of the patient's vein. No other information was received regarding any serious injury as a result of this product issue.